Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the unit/ implant is not acting right for few days. Patient stated she haven't charge the ins up in awhile and charged up ins few days ago. Patient stated the programs are going in weird places down the legs, right ribs but not in the back where the stimulations supposed to go. Patient services specialist (ps) asked patient to connect with controller and controller show to connect the recharger. Controller show ins 60%, controller 100% charged and recharging excellent. Ps asked if patient had fall or trauma and patient said she had several falls but nothing to hurt the ins. Ps reviewed device function and patient said the device did not move because she had xray done. Ps asked clarifying question about adjusting setting and patient said she can increase and decrease on the current programs and that's all she can do. Patient stated the ins quit for 2hrs and then turn back on by itself in the last few days. Ps reviewed ps role. Ps reviewed device function and recommend patient consult with hcp ofc for next step. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt wants to see an healthcare provider (hcp) for programming as the stimulation "goes up in to my ribs" and says this started happening 2 years ago and has gotten worse in the last 6 months. Emailed hcp listings to pt. The patient was redirected to their healthcare provider to further address the issue.